Manufacturer narrative:
(B)(4). The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on 8/22/2016 and the surgery occurred in (B)(6) 2016. Manufacturing year is 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via medwatch from the FDA the following: ''immediately after laser surgery for cataract removal on both of my eyes, I began to experience severe sensitivity to light and very scratchy eyes. I was told by my ophthalmologist that it was just temporary and would get better. It has been nearly 5 months now, and the symptoms are worse. When I returned to my ophthalmologist in (B)(6), I was told that my meibomian glands were plugged. He prescribed an oral antibiotic, over the counter eye drops and hot packs on my eyes, twice a day. I have just returned from another follow up appointment. Symptoms are worse. He prescribed restasis and lotemax, continued hot packs and eye drops.